Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as "this catheter was placed on monday. The patient was turned today and the hub came off." No patient harm reported. The catheter was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed with one relevant finding. A non-conformance was initiated for material c-15802-032a, lot 13c21f2564 in regard to an extension line/luer hub separation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as "this catheter was placed on monday. The patient was turned today and the hub came off." No patient harm reported. The catheter was replaced. The patient's condition is reported as fine.